Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: pump error 43 during rewind. P-cap locked in place during testing. Device alarmed pump error 43 during rewind. Unable to perform displacement test due to constant pump error 43. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2021 at 17:10:40 hour through 23:53:01 hour a total of 18 pump error 43 were recorded. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assembly. Per vision inspection it was determine that the ingress of water corroding electronic assemblies and motor assemblies causing electrical short. Force sensor zero offset within spec(22.1mv). Device also received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, missing serial number label, cracked keypad at select button and scratched case. In conclusion customer allegations were confirm. Pump error 43 alarm occur during rewind due to corroded motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. Customer stated that they were able to clear the alarm but were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.